Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing and three shocks for atrial fibrillation. The patient was given medication and the implantable cardioverter defibrillator remains implanted and in service. No additional adverse patient effects were reported.